Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a detached sensor wire and an adverse event. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2017. The patient's mother stated that 4 hours after sensor insertion, they removed the sensor due to the patient feeling discomfort. Upon removal of the sensor, the sensor wire was not present. The patient went to the emergency room (ER) and had an x-ray performed. The doctor confirmed from the x-ray result that the sensor wire was still in the patient's body and recommended that it be surgically removed due to the patient experiencing pain and inflammation. Further contact was made with the patient on (B)(6) 2017 and the patient's mother stated that the sensor wire was surgically removed on (B)(6) 2017. It was indicated that the affected area was healed but has a scar. At the time of initial contact, the patient was given tylenol and an additional pain reliever. Additionally, the patient's mother stated they do not plan on using the dexcom system again. Additional patient or event information is not available. No product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause could not be determined.